Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old male undergoing high risk percutaneous coronary intervention was planned for an impella cp device placement for mechanical circulatory support. The team utilized the single access method with companion 7 french sheath. However, the 7 french sheath failed and kinked. Another device was successfully used. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for the introducer damage has been completed. The returned 7fr lp sheath was visually inspected and tip damage was observed. Data log review not applicable. If the needle stick in the 14fr introducer is very far out towards the edge of the 14fr valve, the user is most likely to run into the sharp edge of the inner geometry of the peel away hub when doing single access. The cause of the introducer damage was most likely user related since the needle stick was likely too lateral.